Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("hypogastric pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of perianal abscess (cloxacillin 500 mg, 40 capsules, 1 capsule every 6 hours for 10 days) in 2015, hematuria and burning micturition in 2006 and aching (l) knee, penicillin allergy, smoker, parity 2 and gravida ii. Unknown date-osteoarticular pathologies. Previously administered products included: ranitidine, tetrazepam and paracetamol for low back pain and oral contraceptive nos, diazepam and ibuprofen. Concurrent conditions were listed as right lower quadrant pain since (B)(6) 2019, hives and allergic rhinitis since (B)(6) 2019, urticaria since (B)(6) 2019, iliac fossa pain since (B)(6) 2019, fever since (B)(6) 2019, pain abdominal and abdominal pain since (B)(6) 2019, polyuria and dysuria since (B)(6) 2019, cough since (B)(6) 2019, arterial hypertension, flank pain, pelvic pain, abdominal distension, abdominal pain, nickel sensitivity (sensibilization to nickel sulfate and silver nitrate), heavy periods, erythema, genital itching, dysmenorrhea, lumbar pain and knee sprain since 2018, tearing eyes, anxiety, photophobia, cramp, urination pain (treatment: fosfomycin-trometamol 3g, 2 sachets, 1 sachet every 24 hours for 2 days) and low back pain since 2017, abdominal pain generalized and urinary infection since 2016, epicondylitis (pain in right elbow), dizziness, colic renal and kidney pain since 2015, hemorrhagic cystitis, vulval itching and acute cystitis since 2014, facial neuralgia (pregabalin 25 mg, 56 capsules, 1 capsule every 12 hours for 28 days), irregular periods, musculoskeletal pain, headache, pelvic pain and menstrual cycle abnormal (her menstrual cycle has changed since the essures.) Since 2013, cystitis, urination pain and chronic gastritis since 2011, dyspepsia, epigastralgia, musculoskeletal pain and neck pain since 2010, knee pain, low back pain and hypertrophic heart disease since 2009 as well as breast induration (induration in upper outer quadrant of both breasts) and galactorrhea since 2008. Concomitant products included fosfomycin trometamol, pseudoephedrine, ebastine, almagate, paracetamol, tetrazepam and ranitidine. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced allergy to metals ("allergic reaction to metal"). On (B)(6) 2009 she experienced painful joints ("pain in the elbow, hand and knee"). On (B)(6) 2013 she experienced galactorrhoea ("galactorrhea"). On (B)(6) 2018 she experienced knee pain ("knee pain"). On (B)(6) 2018 she experienced chest pain ("chest pain") and palpitations ("palpitations"). On (B)(6) 2018 she experienced diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2020 she experienced abdominal discomfort ("abdominal discomfort") and incision site discharge ("yellowish discharge"). An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure bilateral coronectomy). At the time of the report, the outcomes for abdominal pain lower, allergy to metals, painful joints, galactorrhoea, knee pain, chest pain, palpitations, diarrhoea, vomiting and abdominal discomfort were unknown. The reporter considered abdominal discomfort, abdominal pain lower, allergy to metals, painful joints, knee pain, chest pain, diarrhoea, galactorrhoea, incision site discharge, palpitations and vomiting to be related to essure administration. The reporter commented: 06-mar-08: patient attends for essure insertion request: on (B)(6) 2008: patient attends for hysteroscopy and essure insertion. On (B)(6) 2008: insertion difficulty: high difficulty cause: spasm of both tubes. On (B)(6) 2018: patient attended to medical appointment due to a request to withdraw essure. On (B)(6) 2019: patient attended to medical appointment after removal of the essure due to hypo gastric pain. Patient underwent surgery on (B)(6). On (B)(6) 2010: radiography was carried out due to symptom presented on (B)(6) 2010. Diagnosis: knee contusion. On (B)(6) 2011: abdominal echography was performed. On (B)(6) 2013: medical appointment: menstrual syndrome, diagnosis: ureteral syndrome. On (B)(6) 2019: reason for consultation: systematic urine test before essure extraction. On (B)(6) 2019: fallopian tube (right surgical piece). Macroscopic description: 5.5 cm unilateral salpingectomy including intramural portion with complete essure. Diagnosis: oviducts with nonspecific changes. Fallopian tube (left surgical piece). Macroscopic description: 6 cm unilateral salpingectomy including intramural portion with complete essure. Diagnosis: oviducts with nonspecific changes. On (B)(6) 2019: remove essures (coronectomy laparotomy due to a sensation of "internal burning" that points from the renal fossa to the pelvis. She does not report dysuria. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] (date unknown): vaginal cytology, triple taking of exfoliative cytology. Diagnosis: nonspecific inflammatory changes, special screening malignant neoplasm of the cervix. [Electrocardiogram] (date unknown): blood pressure check. [Magnetic resonance imaging] (dates unknown): involuntary movements of the patient. Mild inflammatory changes are observed in relation to the proximal insertion of the muscles epicondyles. Findings compatible with epicondylitis and partial discoid external meniscus with free edge tear. [Ultrasound breast] on (B)(6) 2008: craniocaudal and medial lateral oblique mammography, bilateral breast. Ultrasound, bilateral. Conclusion: normal breasts. [Ultrasound scan] on (B)(6) 2008: essures well placed. [X-ray of pelvis and hip] (date unknown): essure in theoretical location of tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("hypogastric pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of perianal abscess (cloxacillin 500 mg, 40 capsules1 1 capsule every 6 hours for 10 days) in 2015, hematuria and burning micturition in 2006 and aching (l) knee, penicillin allergy, smoker, parity 2 and gravida ii. Unknown date-osteoarticular pathologies. Previously administered products included: ranitidine, tetrazepam and paracetamol for low back pain and oral contraceptive nos, diazepam and ibuprofen. Concurrent conditions were listed as right lower quadrant pain since (B)(6) 2019, hives and allergic rhinitis since (B)(6) 2019, urticaria since (B)(6) 2019, iliac fossa pain since (B)(6) 2019, fever since (B)(6) 2019, pain abdominal and abdominal pain since (B)(6) 2019, polyuria and dysuria since (B)(6) 2019, cough since (B)(6) 2019, arterial hypertension, flank pain, pelvic pain, abdominal distension, abdominal pain, nickel sensitivity (sensibilization to nickel sulfate and silver nitrate), heavy periods, erythema, genital itching, dysmenorrhea, lumbar pain and knee sprain since 2018, tearing eyes, anxiety, photophobia, cramp, urination pain (treatment: fosfomycin-trometamol 3g, 2 sachets, 1 sachet every 24 hours for 2 days) and low back pain since 2017, abdominal pain generalized and urinary infection since 2016, epicondylitis (pain in right elbow), dizziness, colic renal and kidney pain since 2015, hemorrhagic cystitis, vulval itching and acute cystitis since 2014, facial neuralgia (pregabalin 25 mg, 56 capsules, 1 capsule every 12 hours for 28 days), irregular periods, musculoskeletal pain, headache, pelvic pain and menstrual cycle abnormal (her menstrual cycle has changed since the essures.) Since 2013, cystitis, urination pain and chronic gastritis since 2011, dyspepsia, epigastralgia, musculoskeletal pain and neck pain since 2010, knee pain, low back pain and hypertrophic heart disease since 2009 as well as breast induration (induration in upper outer quadrant of both breasts) and galactorrhea since 2008. Concomitant products included fosfomycin trometamol, pseudoephedrine, ebastine, almagate, paracetamol, tetrazepam and ranitidine. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced allergy to metals ("allergic reaction to metal"). On (B)(6) 2009 she experienced painful joints ("pain in the elbow, hand and knee"). On (B)(6) 2013 she experienced galactorrhoea ("galactorrhea"). On (B)(6) 2018 she experienced knee pain ("knee pain"). On (B)(6) 2018 she experienced chest pain ("chest pain") and palpitations ("palpitations"). On (B)(6) 2018 she experienced diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2020 she experienced abdominal discomfort ("abdominal discomfort") and vaginal discharge ("yellowish discharge"). An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy,removal of essure bilateral cornuectomy)). At the time of the report, the outcomes for abdominal pain lower, allergy to metals, painful joints, galactorrhoea, knee pain, chest pain, palpitations, diarrhoea, vomiting and abdominal discomfort were unknown. The reporter considered abdominal discomfort, abdominal pain lower, allergy to metals, painful joints, knee pain, chest pain, diarrhoea, galactorrhoea, palpitations, vaginal discharge and vomiting to be related to essure administration. The reporter commented: (B)(6) 2008: patient attends for essure insertion request. (B)(6) 2008: patient attends for hysteroscopy and essure insertion. (B)(6) 2008: insertion difficulty: high. Difficulty cause: spasm of both tubes. (B)(6) 2018: patient attended to medical appointment due to a request to withdraw essure. (B)(6) 2019: patient attended to medical appointment after removal of the essure due to hypo gastric pain. Patient underwent surgery on october. (B)(6) 2010: radiography was carried out due to symptom presented on (B)(6) 2010 diagnosis: knee contusion. (B)(6) 2011: abdominal echography was performed. (B)(6) 2013: medical appointment: menstrual syndrome., diagnosis: uteral syndrome. (B)(6) 2019: reason for consultation: systematic urine test before essure extraction. (B)(6) 2019: fallopian tube (right surgical piece). Macroscopic description: 5.5 cm unilateral salpingectomy including intramural portion with complete essure. Diagnosis: oviducts with nonspecific changes. Fallopian tube (left surgical piece) macroscopic description: 6 cm unilateral salpingectomy including intramural portion with complete essure. Diagnosis: oviducts with nonspecific changes. (B)(6) 2019: remove essures (cornuectomy laparotomy due to a sensation of "internal burning" that points from the renal fossa to the pelvis. She does not report dysuria. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] (date unknown): vaginal cytology, triple taking of exfoliative cytology. Diagnosis: nonspecific inflammatory changes, special screening malignant neoplasm of the cervix. [Electrocardiogram] (date unknown): blood pressure check. [Magnetic resonance imaging] (dates unknown): involuntary movements of the patient. Mild inflammatory changes are observed in relation to the proximal insertion of the muscles epicondyles. Findings compatible with epicondylitis and partial discoid external meniscus with free edge tear. [Ultrasound breast] on (B)(6) 2008: craniocaudal and medial lateral oblique mammography, bilateral breast ultrasound, bilateral. Conclusion: normal breasts [ultrasound scan] on (B)(6) 2008: essures well placed. [X-ray of pelvis and hip] (date unknown): essure in theoretical location of tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of ptc. After internal review the previously event yellowish discharge was recoded to llt vaginal discharge. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.